Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during use of this flotrac sensor, the cardiac index and cardiac output values were observed to be drifting on the monitor. No error message or alarm was displayed. The patient was not treated according to the incorrect values. The patient was reported to have a congenital issue, but it was not known whether this was relevant to this event. There was no allegation of patient injury. The product was available for evaluation. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One flotrac unit without any attached component was returned for examination. The reported event of "erratic cardiac index/cardiac output values were shown on the monitor" was not confirmed. Both the flotrac and dpt sensors of the flotrac unit zeroed and sensed pressure accurately on a vigileo and pressure monitor. No error message was noticed on the monitors. Pressure readings from both the flotrac and dpt sensors were also stable during 8 hours of an output drift test. Electrical testing showed that both input and output impedances were within specifications. Zero-offset also met specification. No leakage was detected from the kit during a leak test. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Lot number was not provided, therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown if user or procedural factors contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.